Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer stated that she tried to change her set and received the no delivery alarm while priming at about 3.5 units. She reported a knot in the tubing. The customer's blood glucose was 504 mg/dl, which was treated with manual injection. She stated that she could not undo the knot and needed a second infusion set. She assembled a new infusion set with the current reservoir, and manually pushed the plunger to see if insulin exited the tubing. She reported that insulin did exit the tubing. She was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and run a manual prime to at least 5.0 units. She stated that the insulin pump did not alarm no delivery. She was advised to replace the infusion set and agreed to return the set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.